Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 52-260 (mg/dl). Reportedly, customer increased their physical activity prior to experiencing the low bg and consumed food to treat low bg level. The customer's elevated bg level was addressed by delivering a correction bolus. System check with tandem technical support indicated the pump was functioning as expected. Recommendation was made to change infusion site and contact health care provider if bg levels do not stabilize.